Event description:
Customer reported obtaining one false high access bnp patient result (part number 98200, lot number 439438) on their dxi 800 analyzer (sn#(B)(6)). The patient was admitted with chest pain on (B)(6)2025, the patient initial bnp and hstni results were 191 pg/ml and 0.029 ng/ml respectively, then patient was redrawn after two hours, the second bnp and hstni results were respectively at 1157 pg/ml and 0.063 ng/ml. The clinician considered patient had heart failure according to high bnp result with 1157 pg/ml and the patient was administered furosemide intravenously injection for diuresis. The patient was redrawn on (B)(6)2025 and the bnp result was 196pg/ml. The clinician suspected the second bnp result (redraw after two hours) of (B)(6)2025 at 1157 pg/ml was false high. The customer retested the two patient samples of (B)(6)2025 and the retest bnp results of initial sample and second sample (redraw after two hours) were respectively at 164 pg/ml and 243 pg/ml. No hardware errors and other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were not provided for review. Per originator's verbal report, system performance indicators were passing within specifications at the time of the event. The beckman coulter lss (laboratory solution specialist) was dispatched to customer site.

Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: no hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were not provided for review. Per originator's verbal report, system performance indicators were passing within specifications at the time of the event. No other patient results were called into question. The beckman coulter lss (laboratory solution specialist) was dispatched to customer site. The lss checked the instrument and performed system check which was passed with expectation. The lss checked the patient second sample (redraw after two hours) of (B)(6)2025 and observed that the plasma volume was relatively low. Short samples are known to affect immunoassays by modifying blood to additive ratio. Therefore, use error is a cause of this event. The customer did not follow the clsi guidelines for preanalytical sample handling. Per clsi [clinical and laboratory standards institute] guideline-gp44-a4: procedures for the handling and processing of blood specimens for common laboratory tests. 4th edition, ¿if less blood than required is drawn, the excess amount of additive has the potential to adversely affect the accuracy of test results¿ in conclusion, preanalytical sample handling will be implicated as the likely cause for this event as the tube was incompletely filled therefore modifying the blood to additive ratio. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.